Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module "shorts out" when connected to the pcu. There was no information on patient involvement despite attempts for additional information. Additionally, a clinical contact for information was unavailable.

Manufacturer narrative:
Additional information: imdrf annex c code.

Event description:
It was reported that the pump module "shorts out" when connected to the pcu. There was no information on patient involvement despite attempts for additional information. Additionally, a clinical contact for information was unavailable.

Event description:
It was reported that the pump module "shorts out" when connected to the pcu. There was no information on patient involvement despite attempts for additional information. Additionally, a clinical contact for information was unavailable.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,g,b and c codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.